Event description:
Medtronic (covidien) received information regarding an incident involving it¿s manufactured products. Treatment of an unruptured saccular aneurysm located in the petrous segment of the left ica (internal carotid artery). During the procedure, it was reported that one pipeline (5mm x 35mm) could not be opened on the proximal segment and it was removed from the patient with a gooseneck snare. It was noted that during the same procedure, a 4.5mm x 25mm pipeline was successfully implanted in the patient. Post procedural angiogram demonstrated complete occlusion of the aneurysm. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pipeline was returned for evaluation without the pushwire and catheter. One end of the pipeline was opened with damaged braid. The other end of the pipeline was not opened due to damaged braid. There is one other complaint reported against the lot number for failure/incomplete to open issue. Based on the above findings, the customer's report was confirmed. One end of the pipeline was not opened due to damaged braid. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device was received and the evaluation is in progress. A follow-up report will be submitted once the evaluation is completed.